Event description:
Call from (B)(4) on call. Patient's cadd legacy pump is alarming (sn (B)(4)). Patient needs a back-up sent out today. No adverse events as patient has one pump that is still working. No other information known. Dates of use: (B)(6)2017 to current. Diagnosis or reason for use: (B)(4).